Event description:
It was reported that the caller experienced a malfunction with their pump. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided instructions to reset the pump, which successfully addressed the issue. The malfunction code did not recur, and the customer was informed to contact support again if the issue arose. The customer acknowledged and understood the instructions.